Event description:
The customer contact reported the pt received less medication than intended. On (B)(6) 2011 at an unspecified time, the pump was programmed to deliver morphine sulfate 5mg/ml, in the pca+continuous mode, with a 3mg/hr continuous rate, a 2mg pca dose, a 20 minute pt lockout, a 9mg one hour dose limit, and the delivery was started. At 2125, the customer contact reported a new 30ml vial was inserted into the device. On (B)(6) 2011 at 1447, the customer contact reported the nurse went to change the vial "because it had not been changed in a while." At this time, the nurse noted 25ml remained in the vial. The customer contact reported it was expected for the vial to be empty. The device was removed from clinical service. Therapy was resumed using a replacement device. During testing at the user facility, the device passed testing. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. The device passed testing at the user facility and was returned to clinical service. The pump history was printed at the user facility. On (B)(6) 2011 between 2125 and 2127, the previously programmed settings of morphine 5mg/ml, in the pca+continuous mode, with a 3mg continuous rate, a 2mg pca dose, a 20 minute pca lockout and a 9mg 1hr dose limit were retained and confirmed, a 9.4mg 1 hr dose limit were retained and confirmed, a 9.4mg shift total cleared, there was an infuser paused alarm, infusion started and door opened and locked twice. Between 2135 and 2306, there was one 2mg pt initiated delivery, one 1.5mg pt initiated delivery, an occlusion alarm, an infuser paused alarm, previously programmed settings were retained and confirmed, infusion started and door opened and locked x2. At 0000, new date stamp of (B)(6) 2011. Between 0006 and 0706, door opened and locked 5 times, an 11.1mg shift total cleared, a 9.9mg shift total cleared, 2 occlusion alarms, 4 infuser paused alarms, previously programmed settings retained and confirmed and a 10.4mg shift total cleared and infusion started x7. Between 0802 and 1200, door opened and locked x2, an occlusion alarm, an infuser paused alarm, previously programmed settings retained and confirmed, a 14.6mg shift total cleared and infusion started x2. Between 1241 and 1456, door opened and locked x2, there was an occlusion alarm, 2 infuser paused alarms, an 8.7mg shift total cleared and infusion started x3. Between 1605 and 1901, there were two 2mg pt initiated deliveries, one 1.8mg pt initiated delivery, 2 occlusion alarms, 5 infuser paused alarms, previously programmed settings were retained and confirmed, infusion started x6, a 15.8mg shift total cleared, door opened x5, door locked x4, pump powered off and 1.5 mg totals cleared. Between 1930 and 1932, pump powered on, new pt not selected, previously programmed settings retained and confirmed, door locked and infusion started. Between 0000 and 0001, new date stamp of (B)(6) 2011, door opened and locked, a 13.4mg shift total cleared, there was an infuser paused alarm and infusion started x2. Between 0022 and 0529, there were 4 occlusion alarms, 7 infuser paused alarms, door opened and locked x4, infusion started x7, there was one 2mg pt initiated delivery and a 17.5mg shift total cleared. Between 0741 and 1035, there was an occlusion alarm, an infuser paused alarm, door opened and locked x4, previously programmed settings retained and confirmed, infusion started x2 and a 14.5 shift total cleared. Between 1207 and 1458, there was an occlusion alarm, an infuser paused alarm, door opened, history and 12.9mg totals cleared, previously programmed settings retained, settings not confirmed and pump powered off. Review of pump history indicates pump delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.